Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that amiodarone 7hr infusion in 3.5 hrs. Set up infusion (B)(6) am and informed of the issue at 6pm on the (B)(6). Sets and bags not retained. Serious injury - arrhythmias occurred.

Event description:
It was reported that an amiodarone infusion, programmed to run over 7 hours, was completed in 3.5 hours. This infusion was set-up on (B)(6) 2020 and staff was informed on the issue at 6:00pm on the same date. It was noted that an adverse event occurred as the patient developed arrhythmia. The event occurred at a long term acute care hospital (ltach). No further information was provided.